Event description:
Literature: gelabert-gonzalez m, relova-quinteiro jl, castro-garcia a. "Twiddler syndrome" in two patients with deep brain stimulation. Acta neurochir (wien). Mar; 152(3): 489-491. Summary: this article reviews the clinical cases of two patients with parkinson's disease who had subthalmic bilateral electrodes implanted and presented with twiddler syndrome 2 and 3 years after surgery. Event: the patient is a (B) (6) woman with a 12 year history of parkinsons disease, treated with levodopa and amantadine. The patient was admitted in (B) (6) 2005. Quadripolar dbs electrodes were implanted in each stn and a pulse generator was implanted in the abdominal wall 2 days later and sutured to the fascial plane. Following good clinical recovery, the 1 year follow up period showed an important reduction of symptoms. Two years later, the patient presented with a disabling tremor and increased rigidity on the right side of the body. Radiographs of the stimulation system showed the left electrode was fractured at the neck, and the extensions wires were intertwined from the neck to the abdominal bag. The patient reported having twisted the generator box because "it didn't feel right." Surgery was performed to replace the left electrode. Postoperative outcome was uneventful and the patient was discharged 6 days later. It was also noted the patient had no psychiatric disorder, however, they admitted they had often manipulated the generator in the abdominal sack without perceiving any discomfort. See literature article attached to MFR report # 3007566237201002832.

Manufacturer narrative:
(B) (4).